Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had post-reset ram crc alarm. Blood glucose was 177 mg/dl at time of incident. Troubleshooting was completed. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The customer will receive a replacement insulin pump and will return the one they currently use for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. The insulin pump was monitored without the test energizer battery inside the battery compartment and reinserted it back into the battery compartment for less than 10 minutes and no unexpected post-reset ram crc alarm noted.